Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding a patient's external neurostimulator (ens) for urge incontinence, fecal incontinence. Patient stated that she had gas when trying to have a bowel movement. Patient stated that she was in pain from having to void urgently and this issue was resolved during this report. Additional information reported 4 days later that her lead wires came loose from her ens and one of them was broken. She has already contacted her clinician and just waiting for a response. No further complications were reported/anticipated.